Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a protruded/loose drive support disk. Unable to confirm the alarm. Several boluses were selected and delivered properly. No bolus anomaly noted during testing. The device was received with scratched screen and cracked reservoir tube lip.

Event description:
The customer reported that the insulin pump alarmed. The blood glucose reading was 147mg/dl. Advised the caller to remove the reservoir and performed the rewind process again. Instructed the customer to program an easy bolus into the air. The customer stated that the bolus amount was not recorded in the bolus history. No further information was provided.